Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and cardiac arrest occurred. A left atrial appendage closure procedure was being performed with a watchman fxd curve access system and a 24mm watchman flx delivery system and closure device. The 24mm watchman flx delivery system hemostasis valve failed to release and back flow could not be achieved despite multiple attempts. During manipulation, the tip of the device became deformed. The patient developed an air embolism and went into cardiac arrest. The laac procedure was ended. Resuscitation and coronary angiography were performed.